Manufacturer narrative:
E. M. Tyson, k. El-boghdadly, d. Bareisiene "retained murphy's eye remnant: a report of two cases" in anaesthesia 2019 74, 1473¿1483. Doi: 10.1111/anae.14829 this report is being submitted as part of remediation activities associated with CAPA # 624392, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
In the first case, the nim-emg tracheal tube passed all the initial tube checks and the murphy's eye, a hole in the distal aspect of the tube designed to allow the continuation of gas flow should the primary distal opening become occluded spotted by the anaesthetic assistant immediately before intubation. The plastic remnant from the formation of murphy's eye was not removed during the manufacturing process. This had the potential for the remnant to become dislodged distally, resulting in airway obstruction or spread to the lung. The tube was subsequently discarded and an alternative used. A second incident of a retained murphy's eye remnant occurred with a tube from a different batch of the nim-emg tubes 3 months later. Similar to the previous incident, the defect was recognized before use and fortunately no patient was harmed as a result.